Event description:
The following description of the event was documented by a carefustion tech support specialist in response to a phone conversation with a user facility rep. "Customer claims the exhaled volumes are out of spec, also the etco [end tidal co2] readings are incorrect, then replaced 2 of the cables but they were not able to correct the problem."

Manufacturer narrative:
Event were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The carefusion field svc rep eval the device and determined that the barometric pressure transducer was out of calibration as the cause of the reported event. The carefusion field svc rep calibrated the barometric pressure transducer and ran the device through a complete checkout per the operator's and svc manuals. Upon completion the device was released back to the customer to be placed back into svc. Should carefusion receive add'l event the pt info a f/u medwatch report will be submitted.